Manufacturer narrative:
Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, case at display window corners, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 410 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will return device for analysis.